Event description:
The pt called to get further info on the power pack recall for his insulin infusion device and was educated on it. He reported seeing a "77" error message on his infusion device along with the correct time. He stated the device was beeping and he could not get it to stop. The pt was instructed to remove the power pack. He stated he could not see any lot or date info on the power pack. He stated he was aware of the recall and indicated the battery was a "new" one rec'd after the recall. The pt was advised to use only corrected power packs. The pt was instructed to replace the power pack and he stated the device properly reset. Not physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.